Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. But, the actual product was not sent to the (B)(4) factory. Omsc confirmed the following information from the evaluation result by sorc. Serial number: (B)(4) (manufacturing date: 2017/12/07, delivery date: 2018/04/01) image was not displayed (blackout) due to the cable broke. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. There was no repair history related to this event. The exact cause of the reported event could not be conclusively determined. Based on the investigation results, omsc surmised that the image did not appear due to the cable unit broke. And, it is presumed that the broke of the cable unit was due to the user applying force such as excessive bending, pulling, twisting, or crushing to the cable. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during an unspecified procedure, the image of the subject device was not displayed. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was duplicated.